Event description:
The customer reported an error message and the system shut down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank, filament regulator circuit board, hv supply regulator circuit board, and igbt circuit board were replaced. The system was then found to be operating as intended.